Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the srom reamer blunt 15.5mm str and srom reamer blunt str 14mm chuck connection have sheared off and need to be replaced. All pieces have been retrieved from the patient. No surgical delay